Manufacturer narrative:
Date of implant - (B)(6) 2007.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. The patient has a lesion type iii located in the right carotid artery. The lesion length was 15 mm and the reference vessel diameter was 8mm. There was 95% stenosis as measured by nascet. Thrombus and ulceration was present. However, dissection and pseudo aneurysm were not present. There was 1+ calcium present with no target vessel tortuosity. The carotid wallstent monorail used had a stent diameter that was 9mm and the length was 30mm. A non-bsc device was used for cerebral protection. A non-bsc device was used with the pta procedure. A heart rhythm stimulant, atropine, 0.1 ui was given during the procedure. A vasodilator was not used during the procedure. There were no peri-operative events. Procedural results included successful placement of the stent at the intended site. There was successful use of the cerebral protective device. The procedure technically was successful with 0-29% residual stenosis. Post-procedure the clinical assessment morphological outcome noted that the carotid stent was patent, there was 0% residual stenosis and the patient was asymptomatic. There were no complications less than 24hrs after the procedure. The patient had a six-month follow-up assessment in (B)(6) 2008. The patient was asymptomatic. The carotid stent was patent with 20% residual stenosis. The neurologic examination noted the following: the speech and language function were normal and improved since the last visit, the mental and intellectual function were normal and unchanged since the last visit, the cranial nerves and eye examination were normal and unchanged since the last visit, the motor system was normal and improved since the last visit, the sensory system was normal but worse compared to the last visit. There were no complications since the last visit.